Event description:
A distributor complaint was reported involving a malfunctioning pump in denmark. There was no adverse impact on the customer's blood glucose level. The pump was restarted by the customer, and technical support arranged for a replacement pump to be sent and instructed the customer on returning the faulty device. The customer agreed to return the problematic pump within ten days using a pre-paid label and to use multiple daily injections as a backup therapy to ensure continued insulin delivery.